Event description:
It was reported that during the procedure, a left sfa dissection occurred requiring intervention (pta and stent).

Manufacturer narrative:
Additional info: device not returned to MFR for eval: suspected problem identified in results and conclusions.